Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) was due to the trunk cable connector being cut and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the cut connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.